Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had the number 5 key not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had no output from the number 5 key in the keypad. No additional information is available.